Manufacturer narrative:
(B)(4).

Event description:
Dexcom was contacted on (B)(6) 2016 to claim no audio output on (B)(6) 2016. Reporters relationship to patient is not known. There was no report of any injury or medical intervention. No additional event or patient information is available.